Manufacturer narrative:
Unique identifier (UDI) #:(B)(4). A full analysis of the logs and of the patient folder has been performed. The eight electrodes have been implanted with an inaccuracy superior to 2 mm at their entry point. A local trend is visible for the electrodes that are close to each other, but it is not possible to consider that a global trend is apparent and therefore to conclude that the electrode deviations are due to a head movement. One of the possible explanation to the deviations that have been observed is that the registration performed was not sufficiently accurate. This can be due to the fact that a 3tesla MRI has been used as a 3d reference, which can lead to high distortion of the image. The results of the registration were satisfying but the verification did not allow to confirm the accuracy of the registration. Based on the investigation performed, the technical root cause of the event was determined to be use error - use of a 3t MRI as reference.

Event description:
This was an issue that was brought up by the surgeon regarding using MRI for laser registration. This site along with company representative have been using the MRI images to register patients for seeg. The surgeon brought up that his bolts were displaced vertically relative to his plan. During the post op scan, he would see that the bolt was placed a few mm away from where he initially planned. All bolts appear to be placed with this error. The surgeon requested more information into why this error is occurring. He is aware that our company does not recommend using mr for laser registration, but he would like to know why his accuracy is affected regardless. If needed, he will switch to using a CT.